Event description:
It was reported that pump displayed malfunction code malf 0 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used wireless charger to reset pump successfully, malfunction did not recur after reset, cts advised customer to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood these instructions.